Event description:
The facility reported an infusion pump that over infused during pt use. The device was programmed to infuse cardizem on channel b at a rate of 5 ml/hr. After an hour the nurse stated that 125 ml bag of medication was emptied. No pt injuries or medical intervention was involved with this incident.